Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Aditional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the lumbar ipg placement hurt the patient. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted devices were discarded.